Event description:
It was reported that a patient had an overdose. The patient became unresponsive on the way home from the hospital after a pump and catheter implant approximately ¿4 hours earlier.¿ the patient was brought to the nearest emergency room; was transferred back to the original implanting hospital, where she was given narcan and was intubated; and the patient responded to that. The pump was turned down to the minimum rate mode of 0.06 mg/day on the date of this report. The patient was reportedly doing ¿better¿, and was still hospitalized. The patient was allergic to morphine, so the pump was originally filled with hydromorphone 10 mg/ml at 0.48 mg/day. This was later changed to 1 mg/ml at a ¿lower daily dose.¿ no outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient overdosed 4 times after implant because the dose was supposed to be set at 0.01 mg but it was set at 10 mg/day. The patient was intubated in the ICU and per the patient at 3 am the dose was reduced to 5.200 mg/day. The patient stated she didn't know what had happened when she woke up intubated in ICU.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).